Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Additional information: event postal code: (B)(6). A getinge field safety engineer (fse) confirmed the reported issue and use was discontinued. Fse reported that the unit was not repaired as the device is scheduled for disposal. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during periodic inspection, the cs300 intra-aortic balloon pump (iabp) unit has fault log 45 frequent occurrences.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.